Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all services experienced downtime. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the extreme server slowness. A technical support specialist (tss) checked all the logs and found that the database server had run out of memory, but it self-recovered. The tss had observed that when the central processing unit (cpu) reached 100%, most of it was ¿privileged time.¿ it appeared to have been in the sql server process, but the user was unable to pinpoint a specific cause. Tss checking the log directory, there were no dump files, and based on the sql logs, it looked like memory had been exhausted. Tss found that sql had been set to a maximum memory of 84 gb, it was consuming 95 gb of the total 96 gb. The customer then adjusted the sql server memory allocation so that it would not exceed the maximum in the future. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all services experienced downtime. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.